Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: h2, h6, h11. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to h10: this supplemental report is being submitted to provide a correction to include the voluntary report number mw5160930.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2025-00135. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the customer felt the bronchoscope did not allow safe and effective passage of biopsy needle tools through the working channel. Additionally, the angle in which the working channel and the ultrasound transducer is positioned prevented a needle from passing easily through the scope. The customer reported this had occurred on multiple occasions and different patients and resulted in fragments of the needle sheath being sheared off and falling into the airway. It also damaged needles and bronchoscopes. It was additionally reported that this issue primarily occurs with vizishot 2 needles. However, it can occur with vizishot 1 but not as frequent. There was no further information obtained on the number of patients and outcome.